Event description:
It was reported that the device was "under dosing". The patient operated at 6ml/h and frequently used the dose. The remaining amount on the third day was 50ml more than the calculated value. No patient injury or intervention was reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Functional testing was performed but the reported issue could not be replicated; the accuracy was within specification. No root cause could be determined as no device problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.